Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7074692.

Event description:
It was reported that the patient experienced no pain relief. The patient underwent an explant procedure and all explanted device components will not be returned as they were disposed by the facility.